Event description:
Caller reported a cgm error, described as error 42. No adverse impact to the customer's blood glucose level was noted. Customer was assisted by technical support in performing a pump reset, which resolved the issue as the cgm error did not recur, and the caller was able to successfully start their sensor session.